Manufacturer narrative:
The coulter gen-s system is listed by (B)(6) as compliant to (B)(4). Note: (B)(6). The field service engineer (fse) evaluated the analyzer and determined the source of the smoke was a burned resistor on the differential motor/filter board. The fse replaced the board for field replaceable unit differential mixer 2. The root cause for the smoke was a burned resistor on the differential motor / filter board that was replaced. The analyzer is performing within specifications. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events.

Event description:
On (B)(6) 2008, a beckman-coulter, inc employee reported smoke coming from the cassette loading area of a coulter gen-s system. This occurred during operation of the analyzer. There was no report of flames, arcing or shock. The fire department was not called. No reports of death or serious injury, and no affect to operator safety as a result of this event. This event occurred at: (B)(6).